Manufacturer narrative:
H3 other text : remote support provided.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the device is not booting up. There was no patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was due to the defective assy processor and cbl ui to processor mix. The reported problem was confirmed. The device was operational after the defective assy processor and cbl ui to processor mix were replaced. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.